Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that an infusion of iron sucrose (venofer) 300mg in 250ml was set-up to infuse as intravenous piggyback connected to a primary set with normal saline 250ml bag running. The total volume printed on the medication bag was 265ml and the pump was programmed through guardrails drug library at a rate of 176.7ml/hr, to be infused over 90 minutes. The secondary bag was hung twenty inches above the pump. At the completion of the infusion, it was noted that approximately 45 to 50ml was left in the bag. The clinician reprogrammed the pump and added additional volume of 70ml to be infused and ran the remainder to complete the infusion. There were no issues with patient care other than need to stay approximately twenty more minutes to complete the infusion. There was no patient harm or injury.